Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown. Customer stated when the first alarm occurred she changed the battery and problem was solved for a few hours and then it came again and after that got the alarm four times. Customer stated the drive support cap appears normal. Customer stated in the alarm history contain more than one motor error alarm within the last 30 days. Customer was able to complete pump rewind. The device will not be returned for analysis.